Manufacturer narrative:
The device was returned to zoll medical germany; the malfunction was observed and attributed to the bridge cap assembly. The facility declined to have the device repaired, therefore the device was scrapped. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 80" message. Complainant indicated that there was no patient involvement in the reported malfunction.